Event description:
It was reported that the buttons were not responding on the customer's insulin pump, after exposure to rain water. He was advised to discontinue use of the pump and revert to a back-up plan. His blood glucose level was in the 92 to 98 mg/dl range. Nothing further was reported.

Manufacturer narrative:
Insulin pump had an intermittent button response due to moisture damage keypad trace. Insulin pump had minor scratches on lcd window, cracked case near display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip, cracked reservoir tube and missing end cap sticker. No moisture damage electronic assembly.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.